Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). I the reason for call was caller stated that they were recently implanted with the intellis system and turned stimulation on for the first time on friday. Caller stated that when they coughed it felt like they were being electrocuted and different ways they may move a turn or reach or turn their head would give them a zap. Caller asked if that was how the device was supposed to work. Caller added that they caught themselves not wanting to move or turn their head or cough. Agent walked caller through turning stimulation on. Caller noted they felt the stimulation come on right away. Agent walked caller through turning intensity down and caller noted at 2.8 they no longer felt the buzzing and felt comfortable. Agent reviewed with caller how to decrease stimulation as needed and advised caller to follow up as scheduled or as needed with their healthcare provider for additional programming adjustments.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reported the shocking occurred when they cough, sneeze blow their nose, when they look up, when they reach up over their head. Pt reported steps taken to resolve the issue were to stop coughing or turn the stimulation off. Pt reported this issue was not resolved, and no steps were taken/planned to resolve it.